Manufacturer narrative:
MDR 3003442380-2024-02972 - device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occured between (B)(6) 2024. It was reported that patient faced ten infusion set cannula was kinked event. The blood glucose level was 300 to 400mg/dl. The event occured within three hours of insertion. The site of insertion was at abdomen and thighs.. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.